Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but the lot number is not available. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st segment elevation and coronary spasm. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave catheter was selected for use. While performing a pulmonary vein isolation (pvi) and (posterior wall ablation) pwi, the physician ablated the posterior wall and noticed st elevations in the inferior leads. The patient blood pressure started to drop and was supported with anesthesia while also giving nitro in support of the coronary spasm. Decision was made to perform a coronary angiogram which showed no occlusion of the coronary system. St elevations had resolved; the procedure was completed using the original method and the patient was then discharged to home with no further complications. The catheter is not expected to return as it was disposed. No air was noticed in the device nor the patient. A coronary spasm in the right coronary artery is believed to be the cause of the st segment elevations noted. The patient was under general anesthesia during the procedure. There was a change noticed from the pre-procedure electrocardiogram (ECG) performed as a result of the st segment elevations.